Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with manual injection/insulin pen, insulin pump. The customer reported the insulin pump piston was not moving and failed in displacement test. The customer reported blood glucose value of 180 mg/dl. The event involved product(s) mmt-243a, mmt-332a, mmt-396a, mmt-1884. Troubleshooting was partially performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. The insulin pump passed self test. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-396a. Mmt-1884 was requested and customer response was the device was returned.

Manufacturer narrative:
P-cap locked in place properly during testing. During occlusion force sensor was not recognizing weight stack. Therefore, unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any drive/motor related anomalies and alarms and no relevant alarms were recorded on or around event date. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. Unit received with missing display window/cover, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In conclusion, customer concern of drive/motor anomalies and alarms were not confirmed during testing or in pump download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.